Event description:
The customer observed condition codes and biased phyt qc results using the vitros 350 analyzer. No biased results were reported. Biased results of the direction and magnitude observed may lead to inappropriate dr action. There was no report of pt harm as a result of this event.